Event description:
It was reported by the customer's biomedical technician that they had recently replaced the (B) (4) smartwatch integrated circuit (ic) on the device because it was not retaining the calibrations, nor date and time. When the (B) (4) smartwatch ic was replaced, only strange symbols were observed on the device's display. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control confirmed that the biomedical technician had completed the repairs properly and authorized a warranty replacement of the (B) (4) smartwatch integrated circuit (ic). The customer was sent a new (B) (4) smartwatch ic and the faulty one was returned to physio-control for further evaluation. The biomedical technician later confirmed that they had replaced the (B) (4) smartwatch ic and then observed proper device operation. The device was returned to service. Physio-control further evaluated the removed ic. It was observed that when connected to a mock-up device, the ic failed to produce a readable display and the device locked-up. The root cause of the reported failure was determined to be a faulty (B) (4) smartwatch ic.